Event description:
A baxter clinical educator reported that a peritoneal dialysis (pd) nurse contacted her regarding an unknown quantity of minicap extended life twist clamp transfer sets that became disconnected from the pd catheter during use by multiple unknown patients on unknown dates. The peritoneal dialysis (pd) nurse returned a call made by product surveillance regarding the reported event. The nurse provided the name of the home patient (hp) involved, however; the sample was discarded and lot number was not available. The nurse stated that on an unknown date in (B)(6) 2010, the hp woke in the middle of the night wet and discovered her transfer set had separated from her catheter. The hp contacted the pd nurse who advised her to come into the clinic to have the transfer set replaced. The hp was given prophylactic antibiotics and has since resumed therapy without any issues. There was no patient injury as a result of this event.

Manufacturer narrative:
(B)(4). Per the nurse, the sample was discarded.